Event description:
It was reported that the patient underwent a phaco emulsification atonic intraocular lens (pea- iol) surgical procedure (B)(6) 2011. Post operatively, the patient reported her eyesight was "too bright." The surgeon performed a yag procedure thirty (30) days later which helped improve the light; however, halos appeared larger at the patient's peripheral vision.

Manufacturer narrative:
The device remains implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. All process operations presented in the manufacturing record were in compliance. All test results showed a pass condition. The documentation shows the lens was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Corrected date of this report to (B)(6) 2012 ((B)(6) 2012). All pertinent information available to abbott medical optics has been submitted.